Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged. The stent was flared at both ends and this stent "dog boning" is most likely caused by applying a minor positive pressure to the balloon. It was also noted that the tip was slightly flared. No issues were noted with the balloon that could have potentially contributed to the complaint incident. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30 sept 2013. It was reported that a stent would not cross the lesion occurred. The 90% stenosed target lesion was 15 mm long with a reference vessel diameter of 2.5 mm. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.